Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 01/24/2022. This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: what is the product code?¿¿vcp422h . Did any tissue was affected due to retrieved the needle? If yes please explain¿¿none. Could you please clarify if re-suture was performed in the same procedure?¿¿unknown. Did patient present any consequence?¿¿none. What is the current condition of the patient?¿¿the patient is now normal. Note body (local). Trade name - irgacare®. Active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength ¿ = 275 g/m.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2021 and suture was used. During the procedure, it was reported that when the doctor on duty performed the unknown operation, it was found that when sewing the subcutaneous incision for the last stitch, the problem of pulling off suture needle happened, which caused the needle to be embedded under the subcutaneous skin of the incision. The subcutaneous suture was removed, and the needle of the suture was found in the subcutaneous tissue 2 cm outside the incision under the x-ray localization. Another like device was used to complete the surgery. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What is the product code? Did any tissue was affected due to retrieved the needle? If yes please explain could you please clarify if re-suture was performed in the same procedure? Did patient present any consequence? What is the current condition of the patient? A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Ingredient(s) ¿ triclosan, dosage form ¿ suture/solid/parenteral, strength ¿ = 275 ¿g/m.